Event description:
On (B)(6) 2026, it was reported by the investigation team that a silent nite device was received on (B)(6) 2026 and observed to have an anchor broken off of the device. Additional information received from the customer confirmed that the device was returned due to a broken anchor used by a male patient. The customer also confirmed the case number as (B)(4).

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: comp-(B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to have debris or foreign particles. It was observed that an anchor was broken off of the device. Root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).